Event description:
Int'l. ((B)(6)) complaint rec'd reporting leakage issues with use of ch2000s-c, spinning spiros closed male luer, red cap. The translated information reports :...spiros connected to the tip of infusion set and the user prepared for administration at bed side. Then it was found that the fluid from spiros leaked to the floor. It seems that the fluid leaked from the inside of spiros." There were no reported adverse patient or operator consequences.

Manufacturer narrative:
Device return: one (1) used ch2000s-c, spinning spiros mated/attached to unknown infusion set. Visual analysis (pre & post decontamination) was performed. The results recorded during decontamination flushing leakage was observed originating from the spiros connector. Engineering evaluations: the returned spiros was dissected, examined and evaluated microscopically. The results recorded the connectors o-ring was damaged, miss-shapen therefore was not seated correctly. This condition caused the leakage. Continuous improvement initiatives: as an interim measure, 100% leak testing at the assembly site was implemented. Detailed analysis of the involved component manufacturing and assembly processes which included equipment, inspections and work instructions was performed. The engineering team identified several improvements focusing on the press, test operations and welder station processing sequences. The automated assembly process now has a sensor that 100% verifies the presence and proper placement of the componentry (o-ring on the female luer). The work flows were modified, additional detailed assembly instructions were implemented and affected employee training was performed. Current build reflects these improvements. Findings: engineering eval of the returned ch2000s-c spiros confirmed the reported leakage issue. The root cause of the problem was attributable to the mfg. Process. This report and the associated information have been entered in our complaint database for continual monitoring and trending.